Manufacturer narrative:
(B)(4). Lot 15b040 was manufactured from february 11, 2015 ¿ february 12, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, fluid pressure testing, and a batch review were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor was leaking. This occurred during filling. There was no patient involvement. No additional information is available.